Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported single leaflet device attachment (slda) was determined to be a result of patient anatomy. The reported off-label use was for use of the mitraclip on the tricuspid valve, which is considered an off-label use of the device; howwever, there is no indication that the off-label use of the mitraclip device influenced the reported slda. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. One xtr clip delivery system (cds) was advanced and the clip was deployed on the septal and anterior leaflet. However, the clip then detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. A total of three clips were implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.